Event description:
It was reported that during the implant procedure, a right ventricular lead was placed and the physician was not able to reposition it due to the patient's large size. The physician thought the lead may have been "compromised" and wanted a new lead. A new lead ofthe same model and length was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)